Event description:
It was reported that (1) ecs33 was used during an lower anterior resection procedure. It was reported by the rep that the when the surgeon was prepared to complete anastomosis using the ecs33, the detachable head assembly would not seat into the trocar. The surgeon completed the anastomosis by using suture. One possible course, the suturing down on the locking spring. There was extended o.r. Time by thirty minutes.